Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full instructions for pump reset, completed reset with guidance, and successfully started new sensor session, after which error did not recur.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.